Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Corrected information is the UDI and the ¿no¿ added to the following h10 sentence in the initial MDR: ¿upon inspection and testing of the device, it was observed that there was no image with 180 series scopes.¿. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The design of the patient board (dr board) was changed on april 16, 2018, to improve the op-amp circuit design of the dr board. Since this device is manufactured prior to the countermeasures, it is likely that the 180 scopes were not producing an image due to a failure of the op-amp. The device was delivered to the customer on nov 30, 2017.

Manufacturer narrative:
Upon inspection and testing of the device, it was observed that there was image with 180 series scopes. This is attributed to a faulty patient board. The device has an up to date switch.

Event description:
As reported for this event, during set up for an unknown procedure the device did not display any image with 180 series scopes. There is no patient involvement and no harm reported to any patient.